Event description:
A hemodialysis user facility has reported that during treatment, a blood leak occurred. Pt was 37 mins into treatment when the machine alarmed and test strips confirmed the internal blood leak. Estimated blood loss was 100 cc's. Pt had no ill effects. Sample is available.